Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6). Product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient went from charging the implant for just an hour or so every 3 days to charging almost daily for quite a few hours. The rep thought the recharger might not be holding the coupling very well. The patient's doctor wants the recharger replaced to rule it out as the cause of the increase in charging time. No patient injury reported.

Event description:
Additional information was received from rep stating the replacement device resolved the issues. The cause of reported issue was not determined. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.